Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. Beginning on the day of onset and on other unreported date(s), the patient was treated with vancomycin (1 gm, intraperitoneally every 3 days, duration not reported) for the peritonitis. Treatment for the peritonitis event was reported to be ongoing. It was reported that the patient was recovering from the peritonitis event. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 4 of 5.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.